Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the lcd touch screen was damaged and needed to be replaced. After replacing the touch screen, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the touch screen cannot be used, as the cursor was stuck in same spot. No patient present.

Manufacturer narrative:
Device evaluation: the touchscreen monitor was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The returned monitor had a few nicks and scratches on the display but was otherwise functional when connected to a known good system. The touch function was fully functional as well. There was no problem found with the returned touchscreen monitor. If information is provided in the future, a supplemental report will be issued.